Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18507. It was reported that the patient's leads have migrated. This was confirmed via imaging. Surgical intervention is pending to address this issue.